Manufacturer narrative:
Insulin received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Cracked battery tube threads and scratched lcd window noted.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with cracked battery tube threads and a scratched lcd window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.